Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with abdominosacral colpopexy, lysis of adhesions, bso, burch procedure and suprapubic catheter placement. It was reported that on (B)(6) 2007 the patient underwent exploratory laparotomy, lysis of adhesions, small bowel resection, evacuation of hematoma and colostomy due to colovaginal fistula and recent surgery complications. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that patient underwent extensive lysis of adhesions, sigmoid resection and takedown of end colostomy on (B)(6) 2008 due colovaginal fistula.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent due to vaginal vault prolapsed. It was reported that following insertion the patient experienced pain, infection, bowel problems, fistulae and bleeding. It was reported that patient underwent mesh removal on (B)(6) 2007 for mesh erosion. No additional information was provided.

Manufacturer narrative:
.